Event description:
It was reported that during a sigmoidectomy procedure, the tissue pad was detached during use. Another device was used to complete the case. There were no adverse consequences to the patient. The device was discarded.

Manufacturer narrative:
Information anticipated, but unavailable at this time.